Event description:
It was reported that an unspecified elastomeric device was leaking from an unspecified location. The leak was observed during patient use. The device contained 3150 mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d1, d4, g4, h4, h6, and h11: b5: the device is a small volume folfusor. H4: the lot was manufactured between september 6, 2024, to september 10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and dried drug residue on the exterior surface of the device was observed. The exact location of the leak on the device was not observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.